Event description:
According to the reporter: the trocar tip was removed from the device and left in the patient during a robotic procedure. It was forgotten and was discovered on a follow up surgery about six months later. There were no symptoms or problems noted as a result of the retained part and it was removed during the follow up surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a robotic assisted laparoscopic low anterior resection with anastomosis, colostomy or loop ileostomy. The follow up procedure was an ileostomy take down.